Event description:
The surgeon reported that the pt experienced a loss of lock between his internal device and external equipment. Troubleshooting was performed by exchanging the external equipment. The issue was not resolved. Device revision surgery will be scheduled.